Event description:
Customer reported rapid battery depletion requiring charges twice a day. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and additional information could not be obtained; the case was left open for battery review and could be closed once the review was completed.